Event description:
The sheath of this device was defective. The sheath "collapsed" upon insertion. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.